Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power during patient monitoring. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the (B)(6) the european and of the council.

Manufacturer narrative:
After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product analysis center further evaluated the removed part and determined that the cause of the reported issue was due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11and worn out battery pins . The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a 12 lead record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power during patient monitoring. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.